Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused insert is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Information provided regarding technique is not detailed enough (type of ems scaler, actual power setting), we cannot rule on its compliance with (B)(6) recommendations. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (scaler setting not formally known), overuse (number of uses not communicated), excessive wear, or material issue (no analysis of the broken fragments possible).

Event description:
In this event it is reported that a start-x trial kit ems tip broke during use. All broken parts were retrieved from patient's mouth. No injury.